Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient developed contact eczema associated with atopic and irritative eczema. The patient visited the doctor and was treated with betneval cream and healing cream.